Event description:
It was reported that during the induction of anesthesia for a spinal cord stimulation implant surgery, the patient began to regurgitate and vomit. The anesthesiologist intervened by inserting an extra tube, and general anesthetic was administered. The procedure continued without further incident, and the case proceeded as normal. The patient was doing well postoperatively.

Event description:
It was reported that during the induction of anesthesia for a spinal cord stimulation implant surgery, the patient began to regurgitate and vomit. The anesthesiologist intervened by inserting an extra tube, and general anesthetic was administered. The procedure continued without further incident, and the case proceeded as normal. The patient was doing well postoperatively.